Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis manifested by vomiting and diarrhea coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day for the event. The patient was treated with unknown antibiotics (routes, dose and frequency unknown). The patient was discharged five days later and recovered from the event. The cause of the peritonitis was unknown. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review will be performed on potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. (B)(4).